Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple errors. The customer's blood glucose level was unknown. The customer reported that the insulin pump had multiple compromised forced sensor system errors and multiple motor errors. The customer also reported that the insulin pump squirted out insulin during priming. The customer reported that the drive support cap was loose to the point that the whole reservoir piston can be pulled out by the drive support cap area. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed.